Event description:
It was reported that balloon rupture occurred. A 3.00mm x 30mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the lesion was mildly tortuous and severely calcified. The balloon ruptured on the first inflation for 10 seconds.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 30mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.